Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was an issue with the mx450 which did not alarm for asystole. The device was in use on a patient. There was patient harm reported.

Event description:
It was reported that there was an issue with the mx450 which did not alarm for asystole. The device was in use on a patient. The patient suffered a serious injury which required their physician to perform cardiac massage. Afterward, the patient recovered. A philips field service engineer (fse) went to the customer site. The fse reviewed the audit logs and determined that the device alarmed as expected and then was silenced and paused. Results of functional testing indicate no device malfunction occurred. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.